Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the ¿proposal for decompression with left l3/l4 foraminotomy¿ referred to the decompr ession and foraminotomy at the left l3/l4 level that was performed on (B)(6) 2026. No additional event information was reported; no further complications were reported or anticipated.

Event description:
Additional information was received reporting that that the outcome was reported as "unresolved at time of study exit/study closure/death". Follow up is being done to obtain clarification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This event was unresolved at the study exit due to the patients¿ consent withdrawal as of (B)(6) 2026. Ins and lead information confirmed. Regarding the cause of the increase in back pain with lumbo ischialgia in the left leg and the patients neurological consult, the site was queried.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an individual experienced an increase in back pain with lumbo-ischialgia in the left leg and worsening pain, which prompted an unscheduled clinic or office visit and in-patient hospitalization. An examination and patient report documented increased pain, and a computed tomography scan showed disc bulging with foraminal narrowing at the left l3/l4 level. A new neurosurgical consultation was requested due to the worsening pain. Decompression and foraminotomy at the left l3/l4 level were planned and performed on (B)(6) 2026, and the intervention was specified as not on the implanted neurostimulator (ins). The event outcome was ongoing. The relationship of the event to the device or therapy was assessed as possible, and the relationship to the implant procedure was assessed as probable.

Manufacturer narrative:
G2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.